Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate; attorney. Concomitant medical products: attune cr fb insrt sz 5 8mm, 151620508, lot: unknown.

Event description:
The medical records received on 06/11/2018 were reviewed on 07/20/2018. After review of the medical records for MDR reportability, on (B)(6) 2016 the patient was revised to address pain and loosened total knee components. Unknown interface. Cement is competitors. Doi: (B)(6) 2014; dor: (B)(6) 2016; (left knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Updated 14 may 2020 re-open. The complaint was re-opened upon receiving the patient¿s medical record information. The information received did not change the original investigation report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.